Manufacturer narrative:
As reported, the patient had two unknown cypher stents implanted in unknown arteries after presenting with weakness which was confirmed by a stress test which found a complete blockage on right side and an 85% blockage on left side. Two (2) days after stent placement, patient experienced a blood clot in unknown artery after presenting with excruciating pain and pressure in chest, and pain in unspecified arm/jaw. As treatment, the patient was flown to another facility where the clot was removed and another unknown stent was placed. The patient was hospitalized for four (4) days. The event was reported to have resolved. The same year (exact date unknown), the patient experienced an unspecified leaky valve and ejection fraction of 20%, which the patient stated caused severe heart damage. No treatment was given. Cardiologist was aware. The event not resolved. Beginning six months after the index procedure, the patient had bypass surgery to unspecified arteries. It was not known if the surgery was scheduled or unscheduled. After bypass surgery, the patient stated he was unable to work his regular job and was put on light duty and given a clerical job. The event remained ongoing. Beginning approximately two and one half years after the index procedure, the patient experienced chest pain and had been taking six (6) to ten (10) nitro tabs a day since the bypass. As treatment, the cardiologist scheduled an angiogram. At the angiogram, the physician stated to the patient that the angiogram was not needed because the previous bypass was done on the wrong side. The patient indicated that nowhere in his medical record was it stated that physician said the bypass was done on the wrong side. The bypass of unspecified arteries on the correct side was performed. The patient was hospitalized for four (4) days. The event resolved. During the same time period, the patient experienced ejection fraction of 14%. Approximately four to five years after the index procedure, the patient contacted the transplant center at the university of rochester medical center and scheduled testing for three (3) days. After the three days of testing, the patient was admitted to the hospital. The patient was diagnosed with congestive heart failure (chf). The patient was evaluated and found to not be eligible for transplant. The patient was hospitalized for one month. The patient was then placed on full disability. Approximately two years ago, the patient experienced an unknown event which led to the patient being allergic to raw onions. As treatment, the patient avoids onions. The event remains ongoing. The cardiologist is aware. During the same time period, the patient experienced chest pain and pressure. As treatment the patient had an EKG in the emergency room (ER).the treating physician in the ER stated that the patient did not have a heart attack. Two days later, the cardiologist scheduled an angiogram which confirmed a heart attack. The patient was hospitalized for one week. During the hospital stay, the patient experienced an adverse event described as he could barely breathe and was filling up with fluids. The patient stated he was not given any of his diuretics and repeatedly asked everyone to notify his cardiologist. The cardiologist was not aware of the hospitalization. After discharge from the hospital, as treatment, the patient was given IV diuretics in the cardiologists office three (3) times to get rid of the fluid. It is not known if the event resolved. Approximately two months ago, the patient went for consultation for the transplant program at the cleveland clinic. The patient was scheduled for further testing. The cardiologist is aware. No further information was obtained. The devices remain implanted in the patient and are not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The adverse events reported of coronary stent thrombosis, coronary artery restenosis, myocardial infarction (mi), and congestive heart failure (chf) are known complications of patient¿s with identifiable coronary disease who have undergone percutaneous coronary intervention (pci) and are captured in the instructions for use (IFU) as such. There are possible patient, vessel/lesion, and pharmacological factors that may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Please note that the date of stent implantation is being reported as (B)(6) 2005 as the exact date of implantation was not provided. Please note that this report represents two (2 each) products with unknown catalog and lot numbers. Beginning approximately two and one half years after the index procedure, the patient experienced chest pain and had been taking six (6) to ten (10) nitro tabs a day since the bypass. As treatment, the cardiologist scheduled an angiogram. At the angiogram, the physician stated to the patient that the angiogram was not needed because the previous bypass was done on the wrong side. The patient indicated that nowhere in his medical record was it stated that physician said the bypass was done on the wrong side. The bypass of unspecified arteries on the correct side was performed. The patient was hospitalized for four (4) days. The event resolved. During the same time period, the patient experienced ejection fracture of (B)(6). Approximately four to five years after the index procedure, the patient experienced coughing and passing out. As treatment, the patient was given various inhalers, not further clarified, and treated for copd and tobacco use disorder even though patient stated he never smoked. The cardiologist is aware. The cardiologist referred the patient to an ear, nose and throat (ent) and sinus specialist. As treatment, the patient's nose and throat were scoped. The physician recommended removal of the tonsils. The cardiologist advised against this due to the patient¿s medical history. During the same time period, the cardiologist sent the patient to another unspecified specialist for the coughing and passing out problem. No problem was found. It was not determined if the event resolved. During the same time period, the patient contacted the transplant center at the university of rochester medical center and scheduled testing for three (3) days. After the three days of testing, the patient was admitted to the hospital. The patient was diagnosed with congestive heart failure (chf). The patient was evaluated and found to not be eligible for transplant. The patient was hospitalized for one month. The patient was then placed on full disability. Approximately two years ago, the patient experienced an unknown event which led to the patient being allergic to raw onions. As treatment, the patient avoids onions. The event remains ongoing. The cardiologist is aware. During the same time period, the patient experienced chest pain and pressure. As treatment the patient had an EKG in the emergency room (ER).the treating physician in the ER stated that the patient did not have a heart attack. Two days later, the cardiologist scheduled an angiogram which confirmed a heart attack. The patient was hospitalized for one week. During the hospital stay, the patient experienced an adverse event described as he could barely breathe and was filling up with fluids. The patient stated he was not given any of his diuretics and repeatedly asked everyone to notify his cardiologist. The cardiologist was not aware of the hospitalization. After discharge from the hospital, as treatment, the patient was given IV diuretics in the cardiologists office three (3) times to get rid of the fluid. It is not known if the event resolved. Approximately two months ago, the patient went for consultation for the transplant program at the cleveland clinic. The patient was scheduled for further testing. The cardiologist is aware. No further information was obtained. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that the patient had two unknown cypher stents implanted in unknown arteries after presenting with weakness which was confirmed by a stress test which found a complete blockage on right side and an (B)(6) blockage on left side. Two (2) days after stent placement, patient experienced a blood clot in unknown artery after presenting with excruciating pain and pressure in chest, and pain in unspecified arm/jaw. As treatment, the patient was flown to another facility where the clot was removed and another unknown stent was placed. The patient was hospitalized for four (4) days. The event was reported to have resolved. The same year (exact date unknown), the patient experienced an unspecified leaky valve and ejection fracture of (B)(6), which the patient stated caused severe heart damage. No treatment was given. Cardiologist was aware. The event not resolved. Beginning six months after the index procedure, the patient had bypass surgery to unspecified arteries. It was not known if the surgery was scheduled or unscheduled. After bypass surgery, the patient stated he was unable to work his regular job and was put on light duty and given a clerical job. The event remained ongoing.